Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds, high impedance, a possible fracture, and was oversensing noise. Multiple mode switch episodes were noted with the noise. The problems with the ra lead were discovered during a remote monitoring diagnostic report. The patient was scheduled for a follow-up appointment to further investigate the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Event description:
It was further reported that the ra fracture was confirmed just distal to the tie-down sleeve. The ra lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2006. (B)(4).